Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: deflation, visibility/palpability.

Event description:
Healthcare professional reported right side "deflation" and "no fullness". The device has been explanted.

Event description:
Healthcare professional reported, right side "deflation" and "no fullness". The device has been explanted.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Device evaluation: based on the device analysis grid, the assessments of the complaint are: deflation: observed, one opening on posterior side assessed, as fold flaw opening. Visibility/palpability: unable to observe, since it is a medical event. And is not related to the device. Additional observations: wear abrasion is observed, yellow particles in device inner surface are observed, creases are observed.